Event description:
The customer reported that insertion section of the subject device was collapsed. The issue was found during reprocessing. The intended diagnostic procedure was completed using a similar device with no delay to the procedure. There was no report of patient or user injury due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the coating on the connecting tube was peeled off. This report is being submitted for the malfunction (coating peeled off) found by service during the device evaluation.

Manufacturer narrative:
Upon further evaluation, service found the connecting tube was dented, and the light guide lens was broken. The angulation in the up direction was out of specification due to wear of the angle wire, and the angle lever was detached. The electrical connector demonstrated corrosion due to leakage. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to physical stress, chemical stress, or storage environment. The event can be detected/prevented by following the instructions for use which state: 1) "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." 2) "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." 3) "this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found." 4) "the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.